Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, and a vector change was performed. The vectors were tested, and the settings were initially left unchanged. The patient will follow on the clinic. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the inappropriate shock was delivered due to t wave oversensing and an untreated episode was recently recorded in primary vector also due to t-wave oversensing. The plan is to reprogram to secondary vector as it shows better r/t ratio but low amplitudes, and a new screening was recommended. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, and a vector change was performed. The vectors were tested, and the settings were initially left unchanged. The patient will follow on the clinic. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, and a vector change was performed. The vectors were tested, and the settings were initially left unchanged. The patient will follow on the clinic. This s-ICD remains in service. No adverse patient effects were reported.